Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent anterior cervical discectomy and fusion surgery, and a posterior lumbar interbody fusion and posterolateral intertransverse fusion surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutter). Reportedly, "patient's post-operative periods have been marked by a period of improvement, followed by increasingly worsening neck and back pain, radiculopathy into his upper extremities, hips, and lower extremities, left foot drop, weakness and gait abnormalities, hoarseness in his voice, and headaches. Patient's continues to experience chronic and disabling neck and back pain, numbness in his left leg, ambulation difficulties."

Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.